Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/14/2009, 10/15/2009, and 10/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 10/16/2009. (B) (4). (B) (4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a pt was experiencing glare off of flat surfaces. The surgeon reported the pt is dissatisfied with his results, despite having good visual acuities. The pt has had a second opinion and was told he had an excellent result and that no other procedures would be recommended. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.